Manufacturer narrative:
The hospital biomed performed an inspection of the equipment. It was noted that one of the flow sensor diaphragms was stuck to the top of the housing. The flow sensor was replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2019 phone call, (B)(6) 2019 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed for apnea and system leak while in ventilator mode. The ventilator continued to cycle, however, the volume information was not available. There was no reported patient injury.